Event description:
It was reported to lifecell that a (B)(6), female patient underwent an original breast pocket and scar revision procedure on (B)(6) 2012, where one lifecell device was cut in half and implanted in both breasts. A 1-2 weeks post op, the patient presented with symptoms comparable to red breast syndrome, with no infection reported. The patient was treated with antibiotics and steroid dose pack and was referred to an allergist. The symptoms subsided a few weeks later. The symptoms then recurred (date of recurrence not reported) and the surgeon decided to return the patient to surgery. The surgeon reportedly referred to the possibility of a xenogenic response to the porcine-based product. Upon returning to surgery on (B)(6) 2013, both pieces of the graft were found to have pulled away from the pectoralis muscle and folded under the implants. The device was explanted from both breasts and replaced with another lifecell product. The patient is reported as doing well. The explanted device was returned to lifecell for evaluation.

Manufacturer narrative:
Method: review of information reported to lifecell. Review of the device history record for lot s11032. Query of the lifecell complaint system for other complaints reported against lot s11032. Pathologic evaluation of the returned clinical specimen. Results: internal investigation resulted in no remarkable findings and no deviations during processing related to the nature of this event. Query of lifecell complaint system revealed as of (B)(4) 2013, no other complaints have been reported to lifecell against lot s11032. As of (B)(4) 2013, 631 grafts from s11032 have been distributed, including 91 grafts reported as implanted - pathologic evaluation of the returned clinical specimen revealed a diagnosis of seroma with no evidence of infection, early graft repopulation by fibroblasts and capillaries, no significant acute inflammation or giant cell reaction to the graft; and diffuse early superficial incorporation of the graft, except in the area of the seroma. Conclusion: based on the information reported, including that the device remained in place for approximately 9 months, internal investigation into complaint related lot with no remarkable findings and no other complaints reported against the lot, and the pathologic evaluation of the returned clinical specimen that revealed a diagnosis of seroma with no evidence of infection, early graft repopulation and incorporation, and no significant acute inflammation or giant cell reaction to the graft, our investigation concluded that the event is unlikely related to the device. It should be noted that seroma is a well known complication associated with these types of surgical procedures.